Event description:
No further event information available at the time of this report.

Manufacturer narrative:
MFR report number 0002023141-2020-01952, section "d4: device UDI number" was submitted with UDI # (B)(4) in error. Associated lot # 62778162 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required. The following sections have been updated: g7: checked "follow-up".

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). K013227.

Event description:
It was reported that the implant at tooth site #20 fractured and was removed.

Manufacturer narrative:
One tapered screw-vent implant (tsvh11) and one unknown zimmer screw were returned for investigation. Visual evaluation of the as returned products identified a fractured implant and fragment of screw in its drive feature. Additionally, there was bone residue around the external threads due to usage. This investigation will address only the implant fracture event as the screw fracture is captured under (B)(4). Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were smoker and osteoporosis. The reported implant had been placed on tooth #20 (unknown notation system) for approximately 5 years. X-ray/picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (62778162) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (62778162) for similar events and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.